Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 7427, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional (hcp) and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient had a surgery today for a battery replacement. It was reported that they were unable to read the old battery. Patient stated he has not felt stim for approximately 4 years. When the new battery was connected, impedance readings were over 10000 ohms on 3-7. Over 6000 ohms on 0-2. Several attempts were made to reconnect new battery and no change in impedance. Attempted to turn stim on post op and patient felt no stimulation. It is unknown if any environmental/external/patient factors may have led to the high impedances. No further complications have been reported. No patient symptoms were reported.